Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was no power being delivered to the vasoview hemopro 2. They troubleshooted the issue and determined that it was the hemopro2 extension cable. Nothing fell into the pt. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 72854114 and 78140615 which were shipped to the account prior to the aware date. There was no nonconformance recorded related to the complaint defect the lot history. (B)(4).